Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us, but is similar to the e-luminexx biliary stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx biliary stent system products are identified in d and g. Accordingly, this event has been determined to be MDR reportable. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when placing the stent graft delivery system on the guide wire during a gallstone removal procedure, the inside of the delivery system allegedly became stuck to the guide wire. Reportedly, it was required to remove the guide wire and the stent delivery system as a unit. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the condition of the sample returned an advancement failure could be confirmed. The stent was found partially deployed although the safety clip was still properly attached to the system and the deployment mechanism was not in use; during evaluation the stuck guide wire could be removed from the inner catheter without difficulty. Potential factors that could have led or contributed to the reported event have been evaluated. Based on the sample evaluation and the information available, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instruction for use (IFU) sufficiently addresses the potential risks. Regarding the usage of a damaged product the IFU states: "visually inspect the bard® e-luminexx® vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.", "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." And "prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter. Flushing lubricates the surface between the inner and outer catheters." (B)(4).

Event description:
It was reported that when placing the stent graft delivery system on the guide wire during a gallstone removal procedure, the inside of the delivery system allegedly became stuck to the guide wire. Reportedly, it was required to remove the guide wire and the stent delivery system as a unit. Another device was used to complete the procedure. There was no reported patient injury.